Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed with low readings.

Event description:
It was reported that the customer's blood glucose was 400 mg/dl. Customer stated she had wine and cashews before going to bed and her insulin pump would not allow her to treat with a bolus, as she received a sensor error. Customer was working with her healthcare provider to adjust the settings on her insulin pump. Customer's blood glucose was down to 98 mg/dl at the time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.